Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the proximal end of the stent stabilizer was kinked and broken; likely due to handling of the device during the procedure. The delivery catheter shaft was kinked from the proximal end and the stent had partially deployed from the distal end of the delivery catheter. No other anomalies were noted. During functional test, the delivery catheter was flushed and a lot of procedural fluid exited. During an attempt was made to advance the stabilizer within the delivery catheter to deploy the stent, however this was not possible due to the damage noted to the device. Information available also stated that the stent was confirmed to be in good condition after unpacking and preparation and the device was prepared as per the dfu. There was procedural fluid noted within the stent delivery system, which may be an indication of insufficient flush, however this cannot be definitively determined. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure leading to the reported event of delivery catheter friction, inability to deploy and observed damages of delivery catheter kink and stabilizer/ catheter friction. Based on the information currently available, an assignable cause of handling damage will be assigned to the observed damage of broken stent stabilizer.

Event description:
Analysis of the returned device noted that the stent stabilizer was broken. No consequences to the patient were reported.